Manufacturer narrative:
For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the follow up action was that hardware checks were completed and values were acceptable. Controls were run and were within specifications. There was no follow up action for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by the cobas 8000 e 602 module. The events involved a total of 2 patients with the following: 1 questionable result with elecsys hcg + beta test system, 1 questionable result with elecsys cortisol ii. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female. The other patient's gender was requested, but was not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.